Manufacturer narrative:
The esheath was returned for evaluation and an engineering evaluation was performed. The liner was found full circumferential delaminated from the hdpe. The delamination length measured approximately 11 cm from the distal tip. Kinks along the edges of the hdpe delaminated area. The c marker was detached from the liner and located inside the sheath. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip liner delamination and radiopaque c marker band separation were confirmed based on visual inspection of the returned device. Investigation of the device, lot history, DHR and complaint history revealed no indication that a manufacturing non conformance contributed to the events. A review of IFU/training materials revealed no deficiencies. As reported, difficulties were encountered while removing the commander delivery system as it was not possible to get the burst balloon back into the esheath. Per the returned device observation and the returned imagery, it can be seen that the burst balloon had gotten caught at the sheath distal tip. The burst balloon may have caused the balloon to have a larger profile leading to the reported withdrawal difficulty. If the delivery system becomes caught, it will often require extra pull force in order to be removed. The extra force applied to the delivery system in this position can cause delamination of the liner. As such available information suggest that procedural (excessive retrieval force due to delivery system withdrawal difficulty) factors may have contributed to the sheath distal tip liner delamination. Since no manufacturing non conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor product risk assessment (pra) is required at this time. Following sheath distal tip liner delamination, the radiopaque c marker band is exposed, making it more prone to be potentially separated from the sheath distal tip. It can be speculated that the c marker band was exposed and separated at some point due to device manipulation during the withdrawal of a burst balloon. While a definitive root cause is unable to be determined, available information suggests that procedural factors (excessive manipulation due to withdrawal difficulty of a burst balloon) may have contributed to the complaint. A CAPA and product risk assessment were previously initiated to capture the investigation and any possible corrective actions regarding the marker band separation. In this case, the occurrence rates for this failure mode did not exceed the september 2020 control limits. In addition, no manufacturing nonconformities or IFU/labeling/training deficiencies were identified and the reported event was attributed to patient and/or procedural factors, therefore no further corrective/preventative actions are required at this time.

Manufacturer narrative:
Supplemental report is being submitted for additional information received. As per the preliminary engineering observations, there was missing balloon material noted, the esheath c-marker separated during use, and there was a liner strand. Updated h6 device code. The evaluation is in progress. A supplemental report will be submitted upon evaluation completion.

Manufacturer narrative:
The device return is in progress. A supplemental report will be completed upon evaluation completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02234.

Event description:
As reported, this was a 26mm sapien 3 tavr case by transfemoral approach in aortic position. During the procedure, the balloon burst on deployment and then caused the sheath to invert on removal. The radiopaque tip of the esheath was brought down into mid section of the esheath with the liner. The valve was successfully deployed. A surgical cutdown was required to remove the devices and the final patient outcome was good. As per medical opinion, the root cause of the event was calcification and balloon retrieval through the esheath was very difficult after the balloon burst.